Manufacturer narrative:
The suspected medical device drill a/o chuck 2,0 mm is not listed/approved in the us, but is similar to the following devices listed/approved in the us: drill 2,5 mm ao during preparation of an implant, the drill broke off. The broken off end of the drill got stuck so deep in the bone that it could not be removed. No product was available for the analysis. The drill used is very filigree at 2.0mm. During drilling, it is guided through the drill sleeve or the drilling template. For an unknown reason, the drill bit may have jammed, which then probably broke during further feed. Removal of the drill would have resulted in disproportionate damage to the bone. As a result, a part of the broken drill was left in the bone. After a review of the product and manufacturing documentation, a technical cause that could be due to design or manufacturing problems can be ruled out. The content of the surgical technique and the instructions for use have been checked, and no faults were found. The occurrence rate is below the accepted threshold.

Event description:
The following event was reported to implantcast gmbh: "the drill bit broke off during drilling and the tip of the drill bit remained in the bone."